Event description:
It was reported that during preparation for endoscopic surgery, no image was displayed during equipment self-test. The procedure was completed after replacing the equipment, resulting in a delay to the surgery. According to the available information, the delay to the surgery was less than 15 minutes. No negative impact in state of health. Reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
*Correction to device section d. The event is filed under internal karl storz complaint ID: (B)(4).